Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) and the device. A device port issue was suspected as the oversensing could be reproduced with provocative testing of the device pocket. The device was explanted and replaced to resolve the event. The rv lead remains implanted. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of oversensing, and defective device were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further sensitivity evaluation measured at the highest sensitivity level found sensing parameters within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.